Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition the most basal channel post-operatively migrated out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the audiologist 2 weeks ago where it was found that only 5 channels were working within specification. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further diagnostic imaging shows that one channel migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the audiologist in october 2021 where it was found that only 5 channels were working within specification. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the audiologist 2 weeks ago where it was found that only 5 channels were working within specification. Second measurements will be performed. Further medical intervention is considered.